Event description:
Patient reported that one of their upper teeth has shifted. They have appointment to see their dentist. The next communication that was with the patient was the patient reporting their dentist said it was not right to use aligners over their fillings. As this can lead to tooth decay and root canals. They will need to redo 8 fillings. The patient also reported that their dentist recommended to delete 4 wisdom teeth, repair 8 fillings and advised not to move forward with aligners. Diagnostic findings provided and advised to remain in comfortable aligner and to update once dental work is completed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.